Event description:
The manufacturer received information alleging the o2 concentration is low on the simplygo mini device. The device was not in use on a patient at the time of the occurrence. The simplygo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had been updated to version 1.2.0.0. The pca had burn marks and needed to be replaced. The sieves were clogged, and there were leaks on both the air side and the o2 side. Additionally, the inlet filters needed to be replaced as part of preventive maintenance. The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. A final report will be submitted upon completion of the investigation.